Event description:
The patient called lifescan (lfs) in 2005 and alleged that their meter was reading inaccurately low. Medical affairs spoke to the patient 2 days later and obtained/verified the following information. The patient reported that they have been experiencing hypoglycemic symptoms and receiving low blood glucose results on their meter such as 50 and 53 mg/dl. On the day of the event, they reported that they woke up in the middle of the night and fainted. Patient was taken to the hospital and their blood glucose result on the hospital meter was 58 mg/dl. Patient stated that they are also receiving treatment for a form of anemia, which cause them to be extremely tired and they are not sure if the anemia might have had something to do with their fainting. Patient was unable to state what type of treatment they were given at the hospital. The result that they reported of 80 mg/dl was not taken at the time of the event. Patient did have symptoms of low blood glucose at the time of the 80 mg/dl result. A replacement meter has been sent. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The meter was cleaned correctly. The patient did not have a check strip. The patient performed two control solution tests and both failed. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (the control solution tests failed); however, there is no evidence of the meter contributing to a serious injury (the patient did not test on their meter at the time of the event and the meter results on their meter were consistent with their symptoms.